Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses and sticking and scrolling. The keypad was removed and an inverted button springback was found and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were not always responding to button presses. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.